Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: overweight, broken shell and others, red biological tissue particles on the shell, white particles (calcification) on the shell, crease fold, observed 40 mm dark patch edge material inside gel device and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken striated on the posterior. Based on the device analysis the final assessment is: striated broken due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. Device has been explanted.